Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no:(B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the npwt dressing kit default. The complaint is inconclusive and no product was returned for evaluation. No lot information was given so a DHR review could not be performed. Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port etc), it is difficult to determine a definitive root cause for the leak and the failure to alarm. The root cause for the damage to the soft port could not be determined. Since the dressing was compressed, it is unlikely the damage occurred prior to the application of the dressing, however this cannot be confirmed. A leak alarm is designed to trigger if the system detects a significant leak. A potential cause of the pump not triggering a leak alarm is that there was a blockage in the system at the same time as a leak (possibly from the soft port as described in the complaint), resulting in the system being able to hold the required negative pressure. Also, in order for the leak alarm to sound, fluid must have cleared the tubing and a free flow of air must be detected for a specific amount of time. It is possible that there was exudate in the tubing that had not cleared and therefore the alarm did not sound. There is no indication from the complaint description that the pump was malfunctioning; however, this cannot be verified since the device was not returned for evaluation. A definitive root cause could not be determined at this time. In response to similar complaints, smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. Complaints will continue to be monitored.

Event description:
Condition being treated. Abdominal wound - new pt (B)(6) called in concerned that his s/p tubing may have a defect. Per the pt, the tubing has a area that¿s bent . I explained to the pt. The tubing is tri folded. Additionally per the pt, his f/p dressing was placed yesterday and when he woke up earlier he heard a sound from his s/p right before the quick click. Per the pt the go isn't alarming, however, when he places his hand on the area the sound stops. Also the tubing feels as though its broken in that area. I stated that because of the way the tubing is packed, that he may feel two areas where the tubing feels different. The pt was insistent the area was broken. I suggested I walk the pt through reinforcing the area to stabilize the area, since the go wasn¿t alarming. The pt refused to do so, stating he's concerned about putting pressure in the area and possibly stopping the vacuum of the tubing. I suggested to the pt, that if the issue worsens or the go begins to alarm cb, and we will try to assist him with patching the area. I also suggested the pt call the hh agency and ask if the nurse could come out earlier should his issue require additional assist., since the pt wasn't open to patching, the tubing as a preventative measure.